Event description:
A cranial tumor resection was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure the surgeon: performed a craniotomy and started with brain tissue resection (localized with the aid of navigation). Recognized that the area of resection does not appear to be tumor tissue and stopped the resection accordingly. Used an ultrasound device to verify the location of the tumor and determined that the actual tumor location was about 1 cm away from the resection area. Completed the surgery, including the enlarging the craniotomy to be able to reach the tumor, without the aid of navigation. According to the hospital there have been no negative clinical effects for this specific pt, due to this issue.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since tissue was resected in another region of the brain than intended with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There have been no negative clinical effects for this specific pt. The most probable root cause for the determined shift is a combination of the following factors: during initial registration of the pt the software did not find a match to the actual pt anatomy that was as accurate as desired for this specific pt/surgery, and a potential shift of the pt's head within the head holder, caused by muscle spasm of the pt. Apparently the shift was not detected during the according accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.